Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. The full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the helix was found bent with tissue inside. Overlay and outer insulation is cut at 24.5cm,(cut does not contact conductors), no blood ingress to conductors. Lead returned with helix jumped over drive tooth, no further helix testing possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) with palpitation. The right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained (hr-ns) ventricular tachycardia (vt) and sensing integrity counter (sic) episodes. The lead was found to have t-wave oversensing and high increasing lead impedance. During lead revision, the lead was found to have been twisted multiple times and coiled in the pocket. The lead screw was unable to be retracted. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead had high increasing lead impedance, intermittent far field r-wave (ffrw) oversensing and undersensing was noted on high rate episodes. During lead revision, the lead was found to have been twisted multiple times and coiled in the pocket. The lead screw was unable to be retracted. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.